Event description:
Patient reported there is a black line in the display of the blood glucose monitoring device. Patient stated misinterpretation is possible. No further information is available. No adverse event. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
The event occurred in (B)(4).